Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board).

Event description:
It was reported the device turns off and will not remain on for more than 3 seconds at a time. Follow-up information received determined there was no patient involvement. The condition was found during testing.